Manufacturer narrative:
The device availability was inadvertently documented as returned. The device was not retuned for investigation. The date returned to manufacturer was updated from jun 8, 2015 to no. Device evaluated by manufacturer and the evaluation code has been updated to reflect the change. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a function check after an educational workshop, it was discovered that the blue light flashed and the two right side parts did not work on the universal battery charger device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.